Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, g2, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event deflation was received on april 27, 2026, with lot number 3573740. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening, broken device through microscopic inspection assessed as surgical damage and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "deflation". Healthcare professional confirmed. This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the left side. Device remains implanted.